Event description:
The end user was sitting in a chair with arms and she bent over to pick something up and it catapulted her out. She broke two bones in her foot. She has a neuromuscular disease and now she cant work out for 6-8 weeks and now her legs are going to atrophy even more. She is going to have her lawyer contact us.